Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was found that optical component failure caused the unit to overheat. Based on the results of the investigation, the definitive root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, for the powered laser surgical instrument the energy of 2w is below the minimum rate, and the 24w would display an error for overheating the fiber. There were no reports of patient involvement.